Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) by charge time (CT). This device is included in the (B)(6), 2007 shortened replacement window advisory population. The device is scheduled for a replacement procedure at a future date. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted approximately one to two months after declaring elective replacement indicator (eri). The device was given to a field representative three years later by the hospital for return. It was previously reported that the device was part of the shortened replacement window advisory population. However this device is not part of that advisory population but is included in the mid-life display of replacement indicators advisory population.

Manufacturer narrative:
Our records currently indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.